Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: through follow-up communication, livanova learned that customer restarted the pump after the issue occurred and functionality was resumed without any further issue. A livanova field service engineer (fse) was dispatched on site: the event was not confirmed. Fse reconnected all cables of the pump and took the log files; no other actions was required. The analysis of log files was conducted, which showed a specific line referring to improper direction of rotation during the date of event, thus confirming the case. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an s5 double roller pump 85 which stopped as consequence of a detected wrong direction of rotation. The event occurred during procedure. There was no report of any patient injury.